Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion at 4 pounds per square inch' which was not reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion at 4 pounds per square inch. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.